Event description:
The physician claims that a previously implanted graft occluded (initial implant date and batch number are unknown at this time) and was explanted and replaced with a new graft in 2007, (identity of the new graft is unknown at this time). The exact reason for the initial graft implant and the date of that procedure are unknown at this time. The location of the graft was reported to us as the left radial vein. The procedure outcome and the patient's post-operative condition are also unknown at this time.